Manufacturer narrative:
The issue was resolved by replacing the liquid level sensor. The preventive maintenance was completed per specifications.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress.

Event description:
During preventive maintenance by the field service technician on this bio cal instrument, the liquid level sensor was not operating. There was no patient involvement in the event. The field service technician was on site to complete the preventive maintenance. Additional information was later received that tap water is used in the instrument. The ice used in the instrument is also generated from tap water. Per the IFU, de-ionized water should be used in the biocal.

Manufacturer narrative:
Medtronic's investigation has determined that the hospital is using tap water both in the instrument and to generate the ice used in the bio cal. This is not in accordance with the operator¿s manual which specifically recommends the use of de-ionized water.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.